Event description:
Information received by medtronic indicated that the customer received the error code of drive count error boundaries exceeded after movement (pump error 42) and the main arm cannot communicate with the motor arm (pump error 3). Troubleshooting was performed and the customer was able to clear the alarm successfully. But the customer was unable to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files and traces. Critical pump error (open book image) alarm triggered by three consecutive pump error 3 critical handling alarms on 07-feb-2024 at 12:01:42.00, 12:28:05.00, 15:09:32.00, 15:12:25.00, and 15:16:24.00 in the detailed trace. Pump error 63 variable 9 alarms were found on 07-feb-2024 at 12:01:50, 12:28:14.00, 15:09:41, 15:12:33.00, and 15:16:33 in the detailed trace. Pump error 82 was found in the history files on 02-feb-2024 at 11:41:18.00. Several pump error 43 alarms were found in the history files on 07-feb-2024 from 11:45:31.00 to 12:05:54.00 due to moisture damage on the motor. Pump error 42 alarm was found on 07-feb-2024 at 12:01:52.00 due to moisture damage on the motor. Pump error 3 alarm was due to ipc communication timeout: the main mcu did not reply to the motor ipc message withing the timeout. Pump error 63 variable 9 alarm was due to incorrectly set gpio. Although gpio(s) was set, the control readout showed that gpio(s) is not set. Pump error 82 alarm was found in the traces indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self-test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. Problem isolated to the electronic assembly as per global logic analysis (esf3923533 and esf3961594). Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, cracked case - corner of belt clip rails, serial number label missing, corroded battery tube. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 3 alarms. Pump error 3 and pump error 63 variable 9 alarms were due to hardware error anomalies. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf (B)(4). Pump error 43 and pump error 42 were confirmed due to moisture damage on the motor slide. Exposed to moisture confirmed on the pcba 1, pcba 2, motor and force sensor. Missing battery cap contact was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report.